Event description:
Boston scientific crm received information on a patient verification form, that the patient with this right atrial lead died 18 months prior. A family member wrote that the patient died from procedure complications one month after the implant procedure.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.